Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3 7752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that over the weekend the patient saw a power on reset (por) message. They were also unable to make adjustments to their stimulation. The patient noted they had turned their implantable neurostimulator (ins) off because their battery was going to deplete and they forgot to charge. The patient was able to clear the por message over the phone.

Manufacturer narrative:
(B)(4).